Manufacturer narrative:
Please disregard previously reported 3004464228-2025-57374-00, as per details provided, the patient used an un-approved insulin with the pod. This represents off-label use. No device malfunction has occurred; therefore, the event is not reportable.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of obstructed cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose level rose to 300 mg/dl (16.7 mmol/l) between 37 and 48 hours of wearing the pod. The reporter stated upon removal of the pod from their leg, the cannula may be occluded. As treatment a new pod was applied.